Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. Daily pace lead impedance trend data shows an abrupt decrease for lv perm pace impedance=475 to 171 ohms min between (B)(6) 2011. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011.

Event description:
It was reported that the left ventricular lead had an alert for low lead impedance. The lead had been programmed left ventricular ring to right ventricular coil, but now due to the low impedance the lead's left ventricular vector was changed to the left ventricular tip to right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.